Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the physician was notified that the patient was leaking urine. After dissecting down to the cuff site the physician determined there was a small hole in the urethra. The cuff was removed and the rest of the aus was left implanted and capped off.